Event description:
It was reported that the camera head showed a rusty optical adapter. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of cable unit, error code e228 was displayed based on the results of the investigation, olympus was able to confirm the customer request and determined the following cause: ¿due to corrosion on coupler unit, the coupler cannot be locked smoothly¿ ¿coupler unit is deteriorated¿. The most probable cause of the identified failure is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head showed a rusty optical adapter. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the results of the legal manufacturer's final investigation. Corrected field: h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.